Event description:
On (B)(6)2019, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter was reading inaccurately high in comparison to feelings/normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged product issue first began about 2 weeks prior to contacting lfs. She reported that she obtained alleged inaccurately high results of ¿305 and 385mg/dl¿ on the subject meter on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with insulin and reported that she took 10 units of novolog insulin in response to the alleged product issue. The patient stated that ¿between 30 minutes and an hour¿ after the alleged issue began, she developed symptoms of ¿shaking¿. The patient reported that on (B)(6) 2019 she made a doctor¿s office visit and was advised to take 7 units of novolog before meals and 20 units of toujeo based on her meter reading. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. However, the patient detailed that the test strips she used had expired on 07/2019. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.